Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and kept overnight, due to low blood glucose (bg) levels of 41 mg/dl and body shakiness, while wearing the pod between 37 and 48 hours. At the hospital, the patient was administered 3 bottles of glucose. The pod was discarded.